Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged result discrepancies for 5 patient samples tested with cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems compared to retest results on newly collected samples. Five patient samples generated positive sars-cov-2 results when tested with the cobas 6800/8800 sars-cov-2 qualitative assay. Results were reported out. The patients went to another lab and collected new samples for testing on a non-roche platform. The testing of the newly collected samples generated negative sars-cov-2 results. The original positive samples were thawed and retested on a non-roche platform and reproduced the original sars-cov-2 positive results. No harm was indicated. An investigation is ongoing. Five mdrs will be filed.

Manufacturer narrative:
Investigation is ongoing. A supplemental report will be filed upon completion of the investigation. Cn-(B)(4).

Manufacturer narrative:
The customer recovered the original swabs (which had been stored frozen at -20c for 7-8 days), thawed and retested with another non-roche platform, and generated positive results that matched the original positive results generated on the cobas 6800 test. An investigation on the cobas 6800 reagent kit lot did not identify any product problem. (B)(4).